Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 700 mg/dl, the customer current blood glucose was 248 mg/dl. The customer was hospitalized on (B)(6) 2017. The drive support cap appears normal (slightly indented). The customer was treated with insulin, IV. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.